Event description:
It was initially reported as malfunction for blurry image. However, additional information confirmed that issue was noticed prior to procedure. Therefore, it is not a reportable event. This event description most likely indicates ¿out of focus¿. The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were determined to be reportable.

Manufacturer narrative:
It was initially reported as malfunction for blurry image. However, additional information confirmed that issue was noticed prior to procedure. Therefore, it is not a reportable event. This event description most likely indicates ¿out of focus¿. The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were determined to be reportable.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the vision was blurred due to infiltration of the optic. It was therefore necessary to replace the optic with another one in order to continue the procedure.